Event description:
It was reported that the patient presented in-clinic for a scheduled procedure. Prior to the procedure x-ray examination revealed that right-ventricular (rv) lead had dislodged, and the rv lead exhibited intermittent capture with increased capture threshold, high pacing impedance and r-wave amplitude variation. During the procedure it was observed that the rv lead helix failed to retract. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but events of unacceptable threshold, high pacing impedance and r-wave amp variation were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood and tissue. X-ray inspection found the inner coil was over torqued, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix could be extended and retracted post cleaning and full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood and tissue in the helix region and overtorqued of the inner coil.